Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? 4x 180° counterclockwise rotations by visually checking the rotations using the filled and unfilled dot on the adjustment knob (-> 720° in total). Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? No, complete transection of the white breakaway washer was not visually confirmed (however, all parts of the stapler were sent to you). Attention was paid to circular completeness of the two tissue donuts, which were circularly intact and of normal thickness. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The postoperative complications are due to the incorrect/non-existent stapler line. Patient conditions were normal (especially the tissue properties between the stapler).

Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch #815c61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and with anvil missing. The breakaway washer was not present, and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The adjusting knob and the safety were performed without difficulties noted . The event reported was confirmed and it is related to improper use of the device. The damage on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "adjusting knob issue and safety issue", the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob until the device trocar is no longer exposed. Look at the tissue compression scale and ensure the indicator is not in or near the green zone. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. During device insertion, ensure the safety remains in the locked position to prevent inadvertent activation of the firing trigger, which could lead to unintended knife exposure and premature partial or full staple deployment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 815c61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/30/2024 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was there a change in the procedure? If yes, please explain. = yes. The planned reconstruction after proctectomy was a stapled anastomosis from the jejunum pouch to the rectum stump. This had to be converted to a transanal mucosectomy and anastomosis of the pouch to the anal canal with hand-sewn stitches. 2. Could you please clarify if there were any patient consequences? = yes, there were several consequences. The operation took about 1 hour longer. The mucosectomy and deep anastomosis potentially decreases the patient¿s fecal continence. The patient also needed a transanal vacuum therapy which is uncomfortable and prolonged the hospital stay for at least 1 week. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? = see above. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a unknown procedure the head connection successful, confirmation by clicking, perception by both surgeons! Approximation tends to feel a little easier, half a turn more necessary than usual to reach the target in a green field. Safety lever, a bit harder to unlock than usual. Team time out 2 minutes. No resistance when firing. Instrument opened, nothing happened. Head in starting position instrument closed again. Second firing with normal effort/resistance! When the instrument was pulled out, the anastomosis opened. Donuts intact, circular 2-3 mm. Anal canal spread, endoscopic. Clamps in the rectal stump. Procedure completed with hand stitching. Hand anastomosis with lower functionality for technical reasons.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?